Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was displaying an unknown error message during testing. The complaint was classified based on additional information obtained when the medical surveillance specialist (mss) spoke with the patient on (B)(6) 2016. The patient reported that the alleged meter issue began approximately 2 weeks prior to contacting lfs. The patient alleged that the meter began displaying an unknown error message accompanied by the text "try a new test strip". The patient claimed that the meter was providing a reading approximately every 1 in 5 uses. The patient manages his diabetes through a combination of medications; he takes metformin 100 mg twice daily, januvia (unknown dose and frequency), 50 units of lantus in the morning and short acting insulin on a sliding scale throughout the day. He tests his blood glucose 2-3 times daily. When asked about his normal blood glucose range he replied that it can be "sporadic" but that his meter is set to maintain a range of "70-180 mg/dl". The patient stated that he did not alter his normal diabetes management regimen in response to the alleged meter issue. At an unknown time on the (B)(6) 2016, the patient claimed that he started to "dehydrate rapidly" but was unable to get a reading from his meter because of the alleged issue. The patient stated he had "no appetite" and that his symptoms gradually worsened over the course of the day; he became "disorientated" and "fell 3 times" eventually his friend had to take him to the hospital and he was hospitalised. The patient asserted that he associated these symptoms with a hyperglycemic episode. The patient claimed that he was hospitalized for 1 week. During this time he claimed that he was treated with insulin and his other medications stopped and reintroduced gradually to assess their efficacy. His blood glucose was measured repeatedly over the course of this week with a hospital meter. The patient was unable to recall the majority of these blood glucose results but described them as "high". During this time he also received treatment for an inflamed stomach and esophagus. During call back the patient claimed that the hospital confirmed his diabetes as the main cause of his symptoms/admission. The patient also stated that he was unsure what the major contributing factor that led to this event was. During troubleshooting the patient was unable or unwilling to walk through a retest with the customer service representative. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.